Event description:
Pt intubated routinely for t&a unable to ventilate. Tube removed and pt ventilated per mask. Reintubated with same tube and again unable to ventilate through tube. Removed again and reintubated with new tube and all proceeded without further problem. Pt 02 was maintaned throughout. When examined, the tube was noted to have a clear membrane occluding the tube lumen. Membrane was located between the 13 + 15 marks on tube and blocked all air flow.